Manufacturer narrative:
Information was not provided by the user facility. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand-assisted laparascopic colon procedure, the device tore. There was no patient consequence. It was not reported how the procedure was completed.